Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to wrong handling methods of the customer as well as normal wear and tear. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the maintenance unit causes a short circuit. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the inlet connector was broken. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. During the evaluation found that the inlet connector was broken. Additional evaluation findings were as follows: the power switch was scratched/cracked, the top cover has poor appearance, and the chassis has poor appearance. It is most likely that the reported issue was caused by the user¿s mistakes-mishandling and the normal wear of small supplies such as rubber joints. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.